Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone and clonidine at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was in ¿so much pain¿ and that they couldn¿t concentrate. It was stated that it was a ¿shooting¿ and ¿burning pain¿ in the patient¿s right foot. It was indicated that it was confirmed that the shooting/burning pain had been ¿ever since [the patient] has had the pain pump¿ and also that the pain came in ¿sporadic episodes¿ prior to getting the pain pump. It was noted that the patient would have oral medicine but the ¿frequency¿ was unknown. It was indicated that one of the drugs currently in the pump was dilaudid and that the doctor ¿brought the dosage¿ up to ¿10.8¿ during the refill appointment the day of the report. It was stated that there was another drug to help with the ¿shooting/burning pain¿ but they could not recall any information regarding that. The consumer then read what was listed on the printout to confirm what was in the pump after the refill and the consumer reported ¿1 hydro morphine 10.0 milligrams,¿ ¿2 clonidine 50.0 milligrams¿ and that it was simple continuous. No further complications were reported. Additional information was received from a consumer on 2017-sep-15. It was reported that 20 years prior to having the pump implanted, the patient had been taking oral medication, and from ages 24-44 she never had issues controlling the pain. It was noted that prior to implant the patient was functional, and could go to work and drive a car. When the pump was implanted, it reportedly never helped and was not helping the pain. The patient was reportedly hospitalized on (B)(6) 2017 due to "uncontrollable constant pain due to the ineffectiveness of the pump." It was noted that the patient had episodes of constant pain that she could not manage, and now the patient was at the mercy of this device. At the time of report, anything above "minimum physical exertion" including just walking around the condo or taking a shower caused the patient to experience pain. During the patient's hospitalization, the patient activated (pa) option was disabled on the patient's personal therapy manager (ptm) and it was not reactivated. The patient was released from the hospital on (B)(6) 2017 and reportedly called the healthcare provider, but he was in surgery. On (B)(6) 2017, the patient was reportedly in shooting pain because she was not able to use the ptm. It was noted that the change in therapy/symptoms was gradual, and no out of box failure or medical/therapy problem associated with small parts was reported. The caller inquired if a representative could come to the patient's home, and the caller was to follow-up with a healthcare provider regarding the disabled pa settings. The pump medication was noted to be fentanyl (note: this conflicts with the previous report that the pump contained hydromorphone and clonidine per the printout). It was further noted that the patient was hospitalized on an unspecified date due to an infection that was treated with antibiotics. It was noted that the reporter could not comment on that because he was not a doctor, but it was assumed that the infection was not related to the pump.